Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following an ablation procedure the patient developed left pulmonary trunk stenosis. The initial ablation procedure was performed on (B)(6) 2019. Months after the procedure the patient presented with fatigue. A CT scan revealed the stenosis. Additional information about the event has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.

Event description:
Following an ablation procedure the patient developed left pulmonary trunk stenosis. The initial ablation procedure was performed on (B)(6) 2019. Months after the procedure, the patient presented with fatigue. A CT scan revealed the stenosis. No intervention has been performed but the patient will continued to be monitored.